Manufacturer narrative:
Additional manufacturer narrative/corrected data - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, the patient underwent an endovascular repair of a thoracic aortic aneurysm using three gore® tag® thoracic endoprostheses (tgt2815/8089424, tgt2815/8153235, and tgt3420/8106768). The preoperative aneurysm diameter measured 54 mm. On (B)(6) 2010, the aneurysm diameter measured 54 mm. No endoleak was identified. On (B)(6) 2011, the aneurysm diameter measured 59 mm. No endoleak was identified. On (B)(6) 2011, the patient was discharged from the hospital. Follow-up examination was discontinued. Therefore, the patient's current condition is unknown.